Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08sep2020.

Event description:
It was reported to philips that while the device was in use on a patient, "check vent: alarm led failed" alarm occurred. The device was in clinical use at the time of the event. There was no report of patient or user harm and the device was replaced with a backup device. The device was evaluated by a service technician who confirmed the occurrence of error code (alarm led failed) and determined that the power switch overlay needs to be replaced.

Manufacturer narrative:
G4: 21oct2020 b4: (B)(6) 2020 the service technician replaced the power switch overlay to resolve the reported issue and the device passed all operational testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:16dec2020. B4:18dec2020 . The membrane/overlay, power, non-english was returned to the manufacturer for analysis. Visual inspection of the power membrane overlay assembly revealed no evidence of damage or contamination. The failure investigation (fi) technician installed the power membrane overlay assembly into a fi ventilator to verify the reported problem and test the functionality. The broken trace on the alarm (red) led caused the led not to illuminate. The reported complaint was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.